Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. Although it was not possible to determine the cause of the occurrence from the information obtained, it is probable that a high-energy treatment device was used without ensuring a sufficient distance from the distal end. The inspection method for the issue is described in the instructions for use (IFU) in "chapter 3: preparation and inspection_3.3 inspection of the endoscope" in the gif/cf/pcf-290 series instruction manual operation section. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.